Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not rewind. They could not put the reservoir in the insulin pump. The customer's blood glucose level was about 270 mg/dl. The customer treated their high blood glucose with the insulin pump. The customer also reported that they received a failed battery test and battery out limit. The failed battery test and battery out limit was resolved through troubleshooting. After further inquiry it was found that the customer also received a weak battery alarm, external ram crc error alarm, and an unexpected restart alarm. The alarm occurred during the rewind and prime sequence. Due to this, the customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No alarms, failed battery test alarm, battery out limit alarm, low battery alarm, weak battery alarm noted. No rewind anomaly noted. The test transmitter communicated properly to the pump. No unexpected weak signal alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The test reservoir was lock/click in place.